Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforating the uterus / right essure coil extends into the myometrium"), device breakage ("device breakage"), fallopian tube perforation ("essure coil had ruptured her fallopian tube") and cystitis ("severe bladder infection") in a 20-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure had bent" (seriousness criteria medically significant and intervention required). The patient's previously administered products included for birth control: paragaurd iud device from (B)(6) 2012; for an unreported indication: birth control pills from 2008 to (B)(6) 2012. Concurrent conditions included retroverted uterus, depressed mood and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012 and paracetamol (tylenol) since 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 6 months 7 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device/ expulsion of essure device"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraines") and application site rash ("adhesive rash"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), cystitis (seriousness criterion hospitalization), ovarian cyst ("oavrian cyst"), vaginal infection ("chronic vaginal infection"), vaginal discharge ("vaginal discharge") and reproductive tract disorder ("reproductive system disorder or condition"). The patient was treated with surgery (bilateral salpingectomy during which both of her fallopian tubes were removed), surgery (hysterectomy with unilateral salpingectomy), surgery (bilateral salpingectomy during which both of her fallopian tubes were removed), surgery (abdominal incision, removed the bent part of the essure), surgery (hysterectomy with unilateral salpingectomy) and surgery (ovarian cystectomy in 2012). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, cystitis, device expulsion, dysmenorrhoea, ovarian cyst, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, dyspareunia, fatigue, alopecia, headache, migraine and application site rash outcome was unknown. The reporter considered alopecia, application site rash, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, ovarian cyst, reproductive tract disorder, urinary tract disorder, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2012: full occlusion of fallopian tubes. Ultrasound pelvis: in 2014: right essure had bent perforating uterus. On (B)(6) 2012, she had hysterosalpingogram. On (B)(6) 2015, ultrasound scan vagina revealed right essure coil extends into the myometrium left coil not seen by ultrasound was demonstrated today adjacently to the uterus, adjust to presurably in the fallopian tube. No evidence of ovarian torsion, cyst or mass. Small amount of free fluid. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: essure coil had ruptured her fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforating the uterus / right essure coil extends into the myometrium"), device breakage ("device breakage"), fallopian tube perforation ("essure coil had ruptured her fallopian tube") and cystitis ("severe bladder infection") in a 20-year-old female patient who had essure (batch no. Dm10413) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure had bent" (seriousness criteria medically significant and intervention required). The patient's past medical history included ovarian cyst. Previously administered products included for birth control: paragaurd iud device from 22-feb-2012 to 18-apr-2012; for an unreported indication: birth control pills from 2008 to 22-feb-2012. Concurrent conditions included retroverted uterus, depressed mood and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera) from 25-jun-2012 to 1-oct-2012 and paracetamol (tylenol) since 2015. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced reproductive tract disorder ("reproductive system disorder or condition"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device/ expulsion of essure device"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraines"), application site rash ("adhesive rash") and vaginal disorder ("vaginosis"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), cystitis (seriousness criterion hospitalization), ovarian cyst ("oavrian cyst"), vaginal infection ("chronic vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy during which both of her fallopian tubes were removed), surgery (hysterectomy with unilateral salpingectomy), surgery (bilateral salpingectomy during which both of her fallopian tubes were removed), surgery (abdominal incision, removed the bent part of the essure), surgery (hysterectomy with unilateral salpingectomy) and surgery (ovarian cystectomy in 2012). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, cystitis, device expulsion, dysmenorrhoea, ovarian cyst, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, dyspareunia, fatigue, alopecia, headache, migraine, application site rash and vaginal disorder outcome was unknown. The reporter considered alopecia, application site rash, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, ovarian cyst, reproductive tract disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal disorder and vaginal infection to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; in (B)(6) 2012: full occlusion of fallopian tubes ultrasound pelvis - in 2014: right essure had bent perforating uterus. On (B)(6) 2012, she had hysterosalpingogram. On (B)(6) 2015, ultrasound scan vagina revealed right essure coil extends into the myometrium left coil not seen by ultrasound was demonstrated today adjacently to the uterus, adjust to presumably in the fallopian tube. No evidence of ovarian torsion, cyst or mass. Small amount of free fluid. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: essure coil had ruptured her fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. Event vaginosis was added. Lot number & lab data updated. Historical conditions was added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforating the uterus / right essure coil extends into the myometrium"), device breakage ("device breakage"), fallopian tube perforation ("essure coil had ruptured her fallopian tube") and cystitis ("severe bladder infection") in a 20-year-old female patient who had essure (batch no: dm10413-invalid, 20227410) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure had bent" (seriousness criteria medically significant and intervention required). The patient's medical history included ovarian cyst, vaginal delivery, yeast infection, depression and anxiety. Previously administered products included for birth control: paragaurd iud device from on (B)(6) 2012; for an unreported indication: birth control pills from 2008 to on (B)(6) 2012. Concurrent conditions included retroverted uterus, depressed mood and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera) from on (B)(6) 2012 and paracetamol (tylenol) since 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced reproductive tract disorder ("reproductive system disorder or condition"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device/ expulsion of essure device"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraines"), application site rash ("adhesive rash") and vaginal disorder ("vaginosis"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), cystitis (seriousness criterion hospitalization), ovarian cyst ("oavrian cyst"), vaginal infection ("chronic vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy, abdominal incision, removed the bent part of the essure, bilateral salpingectomy during which both of her fallopian tubes were removed and ovarian cystectomy in 2012). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, cystitis, device expulsion, dysmenorrhoea, ovarian cyst, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, dyspareunia, fatigue, alopecia, headache, migraine, application site rash and vaginal disorder outcome was unknown. The reporter considered alopecia, application site rash, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, ovarian cyst, reproductive tract disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal disorder and vaginal infection to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. The number of expanded coils that appeared trailing into the uterine cavity was 5. The identical steps were undertaken to insert the essure micro-insert in the left tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: results: total bilateral occlusion; in september 2012: results: full occlusion of fallopian tubes. Ultrasound pelvis: in 2014: results: right essure had bent perforating uterus. Ultrasound scan: on (B)(6) 2013: the uterus appears normal as seen with an endometrium measuring 13.8 mm. The right ovary has a simple cyst measuring 2.2 x1.6 x 1.7 cm. The left ovary appears normal as seen. Ultrasound scan vagina: on (B)(6) 2015: right essure coil extends into the myometrium left coil not seen by ultrasound was demonstrated today adjacently to the uterus, adjust to presurably in the fallopian tube. No evidence of ovarian torsion, cyst or mass. Small amount of free fluid. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: essure coil had ruptured her fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: medical record received. Lot number added. Historical & concomitant drugs, conditions were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforating the uterus"), device breakage ("device breakage") and cystitis ("severe bladder infection") in a 20-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure had bent" (seriousness criteria medically significant and intervention required). The patient's previously administered products included for birth control: paragaurd iud device from 22-feb-2012 to 18-apr-2012; for an unreported indication: birth control pills from 2008 to 22-feb-2012. Concomitant products included medroxyprogesterone acetate (depo-provera) from 25-jun-2012 to 1-oct-2012 and paracetamol (tylenol) since 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 6 months 7 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device/ expulsion of essure device"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraines") and application site rash ("adhesive rash"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain. On an unknown date, the patient experienced cystitis (seriousness criterion hospitalization), ovarian cyst ("oavrian cyst"), vaginal infection ("chronic vaginal infection"), vaginal discharge ("vaginal discharge") and reproductive tract disorder ("reproductive system disorder or condition"). The patient was treated with surgery (bilateral salpingectomy during which both of her fallopian tubes were removed), surgery (hysterectomy with unilateral salpingectomy), surgery (abdominal incision, removed the bent part of the essure) and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, device expulsion, cystitis, dysmenorrhoea, ovarian cyst, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, dyspareunia, fatigue, alopecia, headache, migraine and application site rash outcome was unknown. The reporter considered alopecia, application site rash, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, ovarian cyst, reproductive tract disorder, urinary tract disorder, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2012: full occlusion of fallopian tubes ultrasound pelvis - in 2014: right essure had bent perforating uterus. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New reporters added. Patient demographics updated. Historical drug and concomitant drugs were added. Essure indication and stop date updated to 14-jan-2016 (previously reported as 15-jan-2016). New events adhesive rash, bladder or urinary problems or changes, migraines / headaches, device breakage, reproductive system disorder or condition, malposition of essure device and expulsion of essure device, dyspareunia (painful sexual intercourse), fatigue, hair loss were added. Laboratory data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforating the uterus / right essure coil extends into the myometrium"), device breakage ("device breakage"), fallopian tube perforation ("essure coil had ruptured her fallopian tube") and cystitis ("severe bladder infection") in a 20-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure had bent" (seriousness criteria medically significant and intervention required). The patient's previously administered products included for birth control: paragaurd iud device from 22-feb-2012 to 18-apr-2012; for an unreported indication: birth control pills from 2008 to 22-feb-2012. Concurrent conditions included retroverted uterus, depressed mood and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera) from 25-jun-2012 to 1-oct-2012 and paracetamol (tylenol) since 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 6 months 7 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device/ expulsion of essure device"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraines") and application site rash ("adhesive rash"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), cystitis (seriousness criterion hospitalization), ovarian cyst ("oavrian cyst"), vaginal infection ("chronic vaginal infection"), vaginal discharge ("vaginal discharge") and reproductive tract disorder ("reproductive system disorder or condition"). The patient was treated with surgery (bilateral salpingectomy during which both of her fallopian tubes were removed), surgery (hysterectomy with unilateral salpingectomy), surgery (bilateral salpingectomy during which both of her fallopian tubes were removed), surgery (abdominal incision, removed the bent part of the essure), surgery (hysterectomy with unilateral salpingectomy) and surgery (ovarian cystectomy in 2012). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, cystitis, device expulsion, dysmenorrhoea, ovarian cyst, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, dyspareunia, fatigue, alopecia, headache, migraine and application site rash outcome was unknown. The reporter considered alopecia, application site rash, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, ovarian cyst, reproductive tract disorder, urinary tract disorder, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: full occlusion of fallopian tubes ultrasound pelvis - in 2014: right essure had bent perforating uterus on (B)(6) 2012, she had hysterosalpingogram. On (B)(6) 2015, ultrasound scan vagina revealed right essure coil extends into the myometrium left coil not seen by ultrasound was demonstrated today adjacently to the uterus, adjust to presurably in the fallopian tube. No evidence of ovarian torsion, cyst or mass. Small amount of free fluid. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: essure coil had ruptured her fallopian tube. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. New event added- essure coil had ruptured her fallopian tube. Concomitant conditions added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforating the uterus / right essure coil extends into the myometrium"), device breakage ("device breakage"), fallopian tube perforation ("essure coil had ruptured her fallopian tube") and cystitis ("severe bladder infection") in a 20-year-old female patient who had essure (batch no. Dm10413-invalid, 20227410) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure had bent" (seriousness criteria medically significant and intervention required). The patient's medical history included ovarian cyst, gravida, yeast infection, depression and anxiety. Previously administered products included for birth control: paragaurd iud device from (B)(6)2012 to (B)(6)2012; for an unreported indication: birth control pills from 2008 to (B)(6)2012. Concurrent conditions included retroverted uterus, depressed mood and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6)2012 to (B)(6)2012 and paracetamol (tylenol) since 2015. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced reproductive tract disorder ("reproductive system disorder or condition"). On (B)(6)2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device/ expulsion of essure device"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraines"), application site rash ("adhesive rash") and vaginal disorder ("vaginosis"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), cystitis (seriousness criterion hospitalization), ovarian cyst ("ovarian cyst"), vaginal infection ("chronic vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy, abdominal incision, removed the bent part of the essure, bilateral salpingectomy during which both of her fallopian tubes were removed and ovarian cystectomy in 2012). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, cystitis, device expulsion, dysmenorrhoea, ovarian cyst, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, dyspareunia, fatigue, alopecia, headache, migraine, application site rash and vaginal disorder outcome was unknown. The reporter considered alopecia, application site rash, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, ovarian cyst, reproductive tract disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal disorder and vaginal infection to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. The number of expanded coils that appeared trailing into the uterine cavity was 5. The identical steps were undertaken to insert the essure micro-insert in the left tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: total bilateral occlusion; in (B)(6)2012: results: full occlusion of fallopian tubes. Ultrasound pelvis - in 2014: results: right essure had bent perforating uterus. Ultrasound scan - on (B)(6)2013: the uterus appears normal as seen with an endometrium measuring 13.8 mm. The right ovary has a simple cyst measuring 2.2 x1.6 x 1.7 cm. The left ovary appears normal as seen.. Ultrasound scan vagina - on (B)(6)2015: right essure coil extends into the myometrium left coil not seen by ultrasound was demonstrated today adjacently to the uterus, adjust to presumably in the fallopian tube. No evidence of ovarian torsion, cyst or mass. Small amount of free fluid. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: essure coil had ruptured her fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforating the uterus / right essure coil extends into the myometrium"), device breakage ("device breakage"), fallopian tube perforation ("essure coil had ruptured her fallopian tube") and cystitis ("severe bladder infection") in a 20-year-old female patient who had essure (batch no. Dm10413-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure had bent" (seriousness criteria medically significant and intervention required). The patient's past medical history included ovarian cyst. Previously administered products included for birth control: paragaurd iud device from (B)(6) 2012 to (B)(6) 2012; for an unreported indication: birth control pills from 2008 to (B)(6) 2012. Concurrent conditions included retroverted uterus, depressed mood and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012 and paracetamol (tylenol) since 2015. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced reproductive tract disorder ("reproductive system disorder or condition"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device/ expulsion of essure device"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraines"), application site rash ("adhesive rash") and vaginal disorder ("vaginosis"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), cystitis (seriousness criterion hospitalization), ovarian cyst ("oavrian cyst"), vaginal infection ("chronic vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy during which both of her fallopian tubes were removed), surgery (hysterectomy with unilateral salpingectomy), surgery (bilateral salpingectomy during which both of her fallopian tubes were removed), surgery (abdominal incision, removed the bent part of the essure), surgery (hysterectomy with unilateral salpingectomy) and surgery (ovarian cystectomy in 2012). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, cystitis, device expulsion, dysmenorrhoea, ovarian cyst, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, dyspareunia, fatigue, alopecia, headache, migraine, application site rash and vaginal disorder outcome was unknown. The reporter considered alopecia, application site rash, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, ovarian cyst, reproductive tract disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal disorder and vaginal infection to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; in (B)(6) 2012: full occlusion of fallopian tubes ultrasound pelvis - in 2014: right essure had bent perforating uterus on (B)(6) 2012, she had hysterosalpingogram. On (B)(6) 2015, ultrasound scan vagina revealed right essure coil extends into the myometrium left coil not seen by ultrasound was demonstrated today adjacently to the uterus, adjust to presumably in the fallopian tube. No evidence of ovarian torsion, cyst or mass. Small amount of free fluid. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: essure coil had ruptured her fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforating the uterus") and cystitis ("severe bladder infection") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure had bent" (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cystitis (seriousness criterion hospitalization), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain, even when nor menstruating"), ovarian cyst ("ovarian cyst"), pelvic pain ("severe pelvic pain"), vaginal infection ("chronic vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy during which both of her fallopian tubes were removed) and surgery (abdominal incision, removed the bent part of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, cystitis, dysmenorrhoea, abdominal pain lower, ovarian cyst, pelvic pain, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, ovarian cyst, pelvic pain, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - in (B)(6) 2012: full occlusion of fallopian tubes. Ultrasound pelvis - in 2014: right essure had bent perforating uterus. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.